Event description:
The customer reported being in the emergency room due to diabetes keotacidosis and high blood glucose over 400mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The customer stated that she changed the infusion set three times within two days. The customer mentioned that a bent cannula before her hospitalization. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.